Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and sparked, but no injuries were sustained as a result of the issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that she witness sparking from exposed wires at the strain relief, but there was no fire, smoking, melting and no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, breaches in the insulation on the dc output cord at the strain relief and along the length of the cord were present, exposing wires which could result in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformations or breaches of the transformer housing. A visual examination of the cord revealed exposed wires at the strain relief and along the length of the cord. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.6 ohms, which is normal and indicates that the thermal fuse did not blow.